Event description:
Child (B) (6) important burn on the bottom. The distributor reported that the temperature was set in both cases at 37c and rose above 42c without giving alarm. The norm-o-temp was used with the gelli-roll 195p. The fault occurred one hour after the surgery began. Burn was treated in two days with special cream.

Event description:
Woman, (B) (6) important coloration (red) on the back. Not more as the pt was not in total anaesthesia so she complaint about the abnormal warmth. The distributor reported that the temperature was set in both cases at 37c and rose above 42c without giving alarm. The norm-o-temp was used with the gelli-roll 195p. The fault occurred one hour after the surgery began. Burn was treated in two days with special cream.

Manufacturer narrative:
It was reported that the distributor's technician found irregularities with the device but no further info has been provided. Csz has repeatedly requested to have the unit returned to csz for evaluation. The unit has not returned. Csz has requested but has not received from the distributor further details of the incident and of the device inspection. A review of the device history record shows that the unit passed all performance specifications. Explanation: the device was not returned to MFR. The testing performed by distributor has not been provided to MFR as of date of this report. Any add'l info received after this report date will be provided in a supplemental report.

Manufacturer narrative:
It was reported that the distributor's technician found irregularities with the device but no further info has been provided. Csz has repeatedly requested to have the unit returned to csz for evaluation. The unit has not returned. Csz has requested but has not received from the distributor further details of the incident and of the device inspection. A review of the device history record shows that the unit passed all performance specifications. Explanation: the device was not returned to MFR. The testing performed by distributor has not been provided to MFR as of date of this report. Any add'l info received after this report date will be provided in a supplemental report.